Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer had high blood glucose of 458 mg/dl. Caller reported that battery was depleted and was not sure if insulin pump was delivering. Insulin pump had no circle icon and was advised that insulin pump was delivering. Caller was advised to contact healthcare professional for treatment as customer was not able to deal with insulin pump on his own. Customer was going to be taken to the hospital.